Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen (250 mcg/ml, 22.78 mcg/day) via intrathecal drug delivery pump for intractable spasticity. It was reported that on (B)(6) 2016 the patient had a cerebrospinal fluid leak and the catheter was explanted and the pump was left in place. The pump was refilled with saline at this time. No further complications were reported.

Manufacturer narrative:
Implanted: (B)(6)2016 explanted:(B)(6)2016 product type catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient was extremely thin - the likely cause of the leak was inadequate epidural tissue to scar the catheter in place. The catheter would not be returned to the manufacturer for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from saol. It was reported that the patient was a caucasian female with an additional medical history of multiple sclerosis with spastic paraparesis (spastic paraplegia), "at risk of falls", constipation, depression, bilateral leg weakness, restless leg syndrome, tobacco usage, urinary urgency, left pneumothorax, plastic surgery (B)(6) and tonsillectomy. Concomitant products were reported as "none". It was reported that the cerebrospinal fluid (csf) accumulation in the patient's back on (B)(6) 2016 was contained and did not leak externally, but the pocket in the back was enlarging, which indicated a continuous leak. A laminectomy or catheter removal was recommended and the patient opted for catheter removal. On (B)(6) 2016, the patient was hospitalized with an admitting diagnosis of spinal fluid leak and the lioresal was discontinued. A physical examination was done which indicated right clonus, bilateral "hoffmans", 5/5 strength in bilateral upper extremities (bue), right lower extremities (rle) was spastic with no movement proximally and 4+/5 strength distally, 5/5 strength in left lower extremities (lle). The spinal catheter was removed and lumbar drain was placed that day. The pump was left in place to deliver sterile preservative free saline. The patient tolerated the procedure well without any intra-operative complications. She was transferred to the "neuro" floor for further observation and management. During the hospital stay, her pain was adequately controlled with oral pain medication and improved. On the first day post operation, she was examined and was in no acute distress. Her strength was 5/5 strength in bue, rle was spastic with no movement proximally and 4+/5 strength distally, 5/5 strength in her lle. The lumbar drain was clamped and then removed on (B)(6) 2016. The patient did not have a bowel movement prior to discharge from the hospital, but had flatulence. On (B)(6) 2016, she was discharged in stable condition with recommendations for home with outpatient physical therapy. The patient had a discharge diagnosis of csf leak and spastic paraplegia. Discharge medications included intramuscular avonex prefilled syringe (interferon beta-1a) 30 mcg/0.5 ml, and the following oral medications: baclofen 20 mg every day at bedtime, oralbiotin 100 mg 3x/day, colace (docusate sodium) 100 mg capsule 2x/day, hydrocodone-acetaminophen 7.5 mg - 325 mg tablet every 4 hours (as required), lexapro (escitalopram) 20 mg every day at bedtime, meclizine 25 mg tablet at 1 tablet 3x/day, motrin (ibuprofen) 2000 mg, requip (ropinirole) 1 mg every day at bedtime, vitamin b12 2000 mcg every day at bedtime and vitamin d3 2000 iu every day at bedtime. Both the spinal headache and csf leak resolved after catheter removal. The physician noted the events were not related to baclofen per se, but to the leak. The patient had a follow-up post-operative appointment in 2 weeks (relative to (B)(6) 2016) and her dressing would be removed that day. No additional information was reported.